Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore excluder aaa end prosthesis instructions for use (IFU), ilio-femoral access vessel size and morphology (e.g. Minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 12 fr (4.7 mm), 18 fr (6.8 mm) or 20 fr (7.6 mm) vascular introducer sheath. The gore excluder aaa end prosthesis IFU warns against advancing the device outside the sheath; the sheath will protect the device from catheter breakage or premature deployment while tracking it into position.

Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The gore excluder aaa trunk-ipsilateral leg component was placed without incident. The delivery catheter of the first gore excluder aaa contralateral leg component got stuck outside the contra-gate after being advanced outside the introducer sheath. The catheter was torqued in such a way that it fractured at the outer junction of the guidewire lumen. Partial deployment of the proximal end of the graft prevented the catheter from being pulled back inside the sheath. The graft was fully deployed and the catheter was removed without injury to the pt. A second contralateral leg was placed to ensure adequate overlap with the trunk-ipsilateral leg. The pt tolerated the procedure. No complications have been reported.